Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on behalf of the patient on (B)(6) 2015 to report their receiver ceased to function on (B)(6) 2015. There was no report of any injury or medical intervention. No additional event or patient information is available. The complaint receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. In addition, the transmitter (part number srr-gl-003/serial number (B)(4)/lot number 5201205), being used with the complaint receiver, was returned on (B)(6) 2016 for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction the reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.